Event description:
A call to technical services was made on 6/17/2013 stating united states that this lead was part of the system which was affected by an infection. This lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).